Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Subsequently, the lead was partially surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of our post market quality assurance labotory, a thorough evaluation of the lead was performed. Visual inspection confirmed the proximal segment was returned and was severed 55cm from the terminal end. Set screw marks were in the correct location of the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured 8.5cm from the terminal end. This resulted in the reported observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Subsequently, the lead was partially surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.